Event description:
It was reported that the fowler goes down when weight is applied. Additionally, the auxiliary outlet reportedly became unplugged, which resulted in the mattress losing power. No adverse consequences were alleged.

Manufacturer narrative:
Result: fowler clutch, auxiliary outlet plug.